Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Event date is an approximation. On 01/18/2026, the readings were all over the place and were reportedly up and down. One recalled comparison included a cgm reading of approximately 143 mg/dl while a bgm reading was approximately 47 mg/dl. On (B)(6) 2026, the patients cgm was reading 125 mg/dl, while he cannot remember what the bgm was. The patient lost consciousness at an unspecified time, which the patient described as an insulin shock. The patient cannot remember whether any treatment was administered prior to passing out. The patient's aunt attempted to contact the patient by phone, and when he did not respond, the aunt contacted the patients brother out of concern. Upon arriving at the patient´s home and they found him unresponsive on the floor. The brother called 911 and reportedly provided something to help raise the patient¿s glucose levels, patient cannot remember what was provided. No specific bgm or cgm values at that moment were recalled. When paramedics arrived, additional details regarding exact bgm or cgm readings were not recalled by the patient. He stated that it was very cold at the time, and paramedics stripped his clothing and placed an insulating sheet over him. The patient also does not remember any medications or treatments at this time. He was transported to the hospital but cannot recall how long he remained hospitalized, estimating the duration to be at least one week. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Event date is an approximation. On (B)(6) 2026, the readings were all over the place and were reportedly up and down. One recalled comparison included a cgm reading of approximately 143 mg/dl while a bgm reading was approximately 47 mg/dl. On (B)(6) 2026, the patients cgm was reading 125 mg/dl, while he cannot remember what the bgm was. The patient lost consciousness at an unspecified time, which the patient described as an insulin shock. The patient cannot remember whether any treatment was administered prior to passing out. The patient's aunt attempted to contact the patient by phone, and when he did not respond, the aunt contacted the patients brother out of concern. Upon arriving at the patient´s home and they found him unresponsive on the floor. The brother called 911 and reportedly provided something to help raise the patient¿s glucose levels, patient cannot remember what was provided. No specific bgm or cgm values at that moment were recalled. When paramedics arrived, additional details regarding exact bgm or cgm readings were not recalled by the patient. He stated that it was very cold at the time, and paramedics stripped his clothing and placed an insulating sheet over him. The patient also does not remember any medications or treatments at this time. He was transported to the hospital but cannot recall how long he remained hospitalized, estimating the duration to be at least one week. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.